Event description:
There was an allegation of questionable elecsys vitamin b12 ii and elecsys vitamin d total iii results for multiple patient samples on a cobas e 801 analytical unit. The customer stated that several patients were tested for vitamin d and gave results of >120 ng/ml, and upon repeat, gave lower values. The customer also stated that they had several initial vitamin b12 patient results of <100 pg/ml but were 400 pg/ml upon repeat. The customer provided specific examples for 3 patient samples tested for vitamin d. Sample 1 had an initial vitamin d result of >120 ng/ml. The sample was repeated on another analyzer, and the result was 38 ng/ml. Sample 2 had an initial vitamin d result of 120 ng/ml. The sample was repeated on another analyzer, and the result was 23.30 ng/ml. Sample 3 had an initial vitamin d result of 120 ng/ml. The sample was repeated on another analyzer, and the result was 44.30 ng/ml. The repeat results were deemed correct.

Manufacturer narrative:
The vitamin d reagent lot number is 911265 and the vitamin b12 reagent lot number is 893080. The field service engineer (fse) performed cleaning on the detection unit, drain ports, and reagent probe, inspected the nozzle for cracks and leaks, and replaced the reagent pipettor. The service maintenance actions performed by the fse resolved the issue.